Event description:
The manufacturer received information alleging a patient death on a facility unit with a philips bipap device in use. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturers service center, an error code was found and the main board was replaced. The event log was further assessed and showed no recording of a product malfunction that would impact the operation of the device. In addition, the following parts were replaced: blower assembly, outlet flow path, ui panel. After replacement, the device passed final testing.